Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's high ketones and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Alerts and alarms 10 / page 127: the omnipod system provides alarms to make you aware of serious or potentially serious conditions. When a condition occurs that requires your attention an advisory alarm or a hazard alarm will sound. Hazard alarms are continuous tones and occur when either the pod or pdm is in a serious condition. During an alarm the pdm will display an on-screen message with instructions for taking care of the alarm condition. Be sure to respond to all alarms when they occur. Insulet corporation has transitioned to a new complaint handling system april 2017. During this transition period, we continue processing complaints in our legacy complaint handling system (chs) along with processing new complaints in our new chs. As a courtesy, we are letting you know and you can expect two (2) different patient or manufacturer reference numbers during our transition. See below for these references: (B)(4).

Event description:
The patient reported his blood glucose reached 13.7 mmol/l (247 mg/dl) and that the pdm generated an alarm which was successfully reset by the patient. He also reported that he had to be hospitalized due to high ketones (reading at 9) and that he was kept overnight for observation. The pod was discarded.

Manufacturer narrative:
Additional information on the lot and serial number.